Event description:
Loss of vacuum while suctioning pt reported. Rec'd info from abbott international affiliate, abbott australia which states: "suction failed- not sure if due to the liner or to the boc system. Pt was on a ventilator and they were sucking sputum to clear the airway and suction failed. They unplugged it and put it on another bedhead, and then they had low, but not good, suction. The pt nearly died, it was 'touch and go', but all is ok now." Add'l info rec'd states: "the hospital discovered that the cannister was cracked (had been dropped- a good sized crack), and they have taken corrective action to ensure this does not happen again. The hosp engineering dept will be sending out a biannual reminder to all nurses to check the cannisters... They regard the case is closed completely." Event outcome described as "recovered". No further pt info was available.